Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ enteric bacterial panel false positives occurred. The following information was provided by the initial reporter: salmonella positive, culture negative. Customer is seeing pcr positive salmonella, when the culture is negative. This has been seen repeatedly (frequency to be investigated). They repeated the pcr 2x on the bd max following the negative culture and the pcr was then negative. They believe to exclude a contamination, since they should have pcr+/culture- cases much more regularly, if this was the case. These results are especially concerning since this problem is recent (since the middle of this year). They have reached a point where we no longer dare to report a pcr salmonella + result when the CT is > 30 (approximately) and prefer to wait for the culture result. Is there feedback from other labs? Ct0894

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd max¿ enteric bacterial panel false positives occurred. The following information was provided by the initial reporter: salmonella positive, culture negative. Customer is seeing pcr positive salmonella, when the culture is negative. This has been seen repeatedly (frequency to be investigated). They repeated the pcr 2x on the bd max following the negative culture and the pcr was then negative. They believe to exclude a contamination, since they should have pcr+/culture- cases much more regularly, if this was the case. These results are especially concerning since this problem is recent (since the middle of this year). They have reached a point where we no longer dare to report a pcr salmonella + result when the CT is > 30 (approximately) and prefer to wait for the culture result. Is there feedback from other labs? Ct0894